Event description:
Patient undergoing catheterization with stenting. During removal of wire-luge (182cm x 3cm x .014" total) - that was inserted into the ramus, it fractured and the tip (approx 20-30mm) remained in a small branch of ramus. Attemps to retrieve were unsuccessful, using snare and rapid transit catheter.